Event description:
Pt underwent left total hip arthroplasty approximately three years ago. It was reported that the hip prosthesis was squeaking and causing severe pain during ambulation. Revision surgery to replace the acetabular components was performed this month. The MFR's rep had reported this to their quality assurance department.